Event description:
An olympus repairs personnel reported on behalf of the customer that the image was not stable on the endoeye flex deflectable videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: image disappearance occurs during up direction angle operation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿image disappeared¿ was confirmed. The device evaluation found the image disappeared during the up-direction angle operation was due to damage to the imaging unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause for the reported failure could not be identified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect the event in ¿chapter 3 preparation and inspection: 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] confirm that the wli and narrow band imaging (nbi) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the white light imaging (wli) and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.